Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore 10 retention samples were draw tested and the indicated failure mode of coring was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the devices were clogged and/or blocked an instrument probe. This event occurred 4000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "analyzer probe is blocking due to small rubber particle from tube cap."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the devices were clogged and/or blocked an instrument probe. This event occurred 4000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "analyzer probe is blocking due to small rubber particle from tube cap."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the devices were clogged and/or blocked an instrument probe. This event occurred 4000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "analyzer probe is blocking due to small rubber particle from tube cap."